Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (unable to run detect and treat) was isolated to both receptacle pulse pins being burnt, showing signs of thermal damage. The root cause for the burnt pulse pins was due to thermal damage. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor cannot run detect and treat testing.